Manufacturer narrative:
On 26 aug 2019 arjo was informed about enterprise 9000x bed malfunction, which occurred in kindred hospital lima in the us. The evaluation of the bed confirmed that the radius arms at the foot and head end were bent and detached from the bed's frame. There was no patient involved. No injury or other medical consequences reported. The involved bed is the customer-owned product that was manufactured and released to distribution on 15 apr 2019. This device has undergone an internal inspection at the manufacturing site prior to placement on the market. The results of the inspection were documented in the device history record. This file has been reviewed and no anomaly was found that would affect the bed's stability. The review of post-market surveillance data and investigation regarding the radius arm detachment, carried out at the manufacturer side showed that this malfunction can occur only under two specific circumstances. First, when the bed's backrest is blocked by the obstacle e.g. Windowsill (in the position of 45 degrees), then the backrest is moved to the actuator's limit and next the bed foot section is pulled. The second scenario may take place when the obstacle is put between the base frame and radius arm. Findings of this investigation allow concluding that the radius arm would not detach when the bed is handled in accordance with the instructions for use (IFU) dedicated to the enterprise 9000x bed (746-591-en_12). This IFU includes information and warnings, which are crucial for the safe and effective use of the bed, including the safety of patients and caregivers. It is indicated that: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement". According to the results of the performed investigation, it is possible to conclude that one of the scenarios mentioned above could cause the reported malfunction. Apart from radius arm detachment also the radius arms were bent, which may indicate that the bed's movement was restricted by obstacle and it resulted in the reported failures. In summary, the claimed enterprise 9000x bed was not used with the patient when the malfunction occurred. During the bed's evaluation, the detachment of the radius arms was found, therefore it can be stated that the bed did not meet the manufacturer's specification. The investigation carried out at the manufacturer site allowed to determine that the radius arm detachment can occur when the bed is handled not in accordance with the instructions for use. The complaint was decided to be reportable due to the malfunction- radius arms detachment. This malfunction as such may pose a patient at a hazardous situation if recur.

Manufacturer narrative:
The claimed bed is the customer owned product. After the customer call, it was taken back to the arjo service center. The process of information analysing is ongoing. The final conclusions from the investigation will be provided to the next follow-up report.

Manufacturer narrative:
Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2019 arjo was informed about enterprise 9000x bed malfunction. Following information reported the radius arm detached from the bed's frame. There was no patient involved. No injury or other medical consequences reported.